Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge intermittently displayed an inaccurate fill estimate and remained static. Blood glucose (bg) level was in the 300's (mg/dl). At the time of the reported event, bg level was 487 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.